Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. English. Warning: after use, this product may be a potential bio hazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the balloon of the foley catheter would not deflate upon testing before inserting into the patient and hence, another foley catheter was used with no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter would not deflate upon testing before inserting into the patient and hence, another foley catheter was used with no issues.